Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device al9625 number, and no non-conformances were identified

Manufacturer narrative:
(B)(4). Date sent to the FDA: 10/22/2019. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the detached needle retrieved? Was it confirmed that the needle was not retained in the patient? Were x-rays/radiological test performed to ensure the needle is not retained in the patient? If needle is retained in patient- please provide location and size of the needle where it is retained. Is any surgery scheduled to remove it from the patient? Were there any other adverse patient consequences reported and if yes, what medical surgical intervention was provided? Patient's current condition.

Event description:
It was reported that a patient underwent childbirth on an unknown date and suture was used on the perineum. During the procedure, when suturing the perineum, the needle came away from the suture . The surgeon was unable to locate the needle in soft tissue. There were no adverse patient consequences reported. Additional information has been requested.